Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope angle rubber falling off could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved rubber fallen off, flexible tube of the insertion section crushed, scratches on the insertion tube, yellowing observed on the light guide bundle, light guide illumination light noticeably darker due to the yellowing of the light guide bundle, watertightness not maintained due to the falling off of the curved rubber, peeling of the curved rubber adhesive part, insertion tube oredome broken, universal code collapsed, scratches found on the universal cord, image abnormalities (dive-in flare) are observed due to peeling of the objective lens adhesive, scratches found on the operation part, scratches found on the switch box, scratches on the operation unit cover, scratches found on the grip, scratches on the angle lever, scratches found on the up/down plate, scratches found on the video cable, scratches observed on the video cable oredome, scratches found on the video connector, scratches found on the light guide connector, scratches found on the video connector case, scratches on the up/down angle fixing lever (sp), and label on the light guide connector came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a rhino-laryngo videoscope, having hole in the angle rubber. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the intended procedure was completed. Upon inspection and testing of the returned device, the scope angle rubber fell off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.